Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744. Serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a ¿zap¿ or shocking sensation at the lead wire site for the past 6 months when they would turn on the stimulation from their implantable neurostimulator (ins). The patient was afraid to turn on their device and had not had their therapy on because of this sensation. The patient stated that they had no falls or any trauma in the past 6 months. The patient initially stated that the therapy had not worked for ¿some time¿ then it was stated that it was for 3-4 months and then stated that it was ¿longer than that¿. The patient stated, in the end, that for the past 6 months their therapy had not been working right. It was noted that the patient directed to call the local manufacturer¿s representative by their doctor to check the device. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient wanted to schedule an appointment with a rep to check the ins status because her device hasn't been working. The patient said that it hasn't worked for about 6 months to a year because when she turned the device on it zapped her. The patient said the zaps weren't even in the right area so they stopped using the device all together until she can figure out what the issue was. No further complications were reported.